Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to arthrofibrosis. The left total knee was converted from cr to ps. Rep confirmed that explants will be retained by the hospital.